Event description:
The patient reported that their implantable neurostimulator (ins) was turning off. This issue started during the week of the report. The patient tried to turn their ins back on during the day of the report and they could not. It was noted that the patient gets the screen. During troubleshooting the patient got a warning screen to recharge. It was noted that the patient had been charging all night the night prior to the report but they were not sure if the ins fully charged. They tried recharging during the report and they were getting full coupling. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer reported that it was unknown what the circumstances were that led to the implant shutting itself off. The patient noted that it just stated that it was off and the battery was fully charged. The steps taken to resolve the implant shutting off/low battery included the patient putting the unit back on the charger, keeping it on except to shower and not turning it off at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.